Event description:
On (B)(6)2024 date of procedure. Study leg was left leg. 1 stent implanted for 1 lesion in superficial femoral. De novo lesion stenosed (50-99%). Reference vessel diameter 5-5.9mm pre, peri ans post procedure antiplatelet and/or anticoagulant medication. No adverse events occurred during the procedure. Discharged (B)(6) 2024, no adverse events between procedure and discharge. On (B)(6) 2024 occlusion of ata right. Vascular event, occlusion requiring intervention. Endovascular/percutaneous treatment. Led to hospitalisation or prolongation of patient hospitalisation. Site determined event not to be related to study device or procedure. (B)(4). A cook introducer sheath was not used. A cook catheter was not used. No guiding catheter was used. A cook guidewire was not used. The guidewire was advantage 19, 300cm. (B)(4). Pre-dilation was performed. Atherectomy was not used in the index procedure. Intravascular imaging was not used in the index procedure. On (B)(6)2024. Prozession of pad left with in stent stenosis afs. Vascular event, restenosis requiring intervention. Endovascular/percutaneous and medical treatment (cholesterol inhibitor (ezetimib). Led to hospitalization or prolongation of patient hospitalization. Site determined event not to be related to study device or procedure. (B)(4). This file will capture the use error of a 0.018" wireguide. Patient outcome: not specified yet by the site note: site has been queried and more information will be shared soon.

Manufacturer narrative:
PMA/510(k) # p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Cancellation report being submitted as this event ¿no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.

Event description:
Cancellation report being submitted as this event no longer meets the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No adverse effect to the patient was reported as occurring.